Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed completely without issue and was exchanged to a non bsc balloon catheter to complete the procedure. No patient complications were reported and patient's status was good.